Event description:
It was reported that during a ptca procedure of a lesion in the mid left anterior descending some resistance was encountered, however, the case proceeded (contrary to "IFU"). The guide wire and dilatation catheter were removed together against strong resistance. Upon inspection, after removal, the tip of the guide wire was found to be separated. The guide wire tip was retrieved from inside the guide catheter. The pt is reported is be doing well.